Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: the battery compartment and cap threads were stripped. Unrelated to these issues, the display screen was dim and discolored. The pump casing was cracked near the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. There was reportedly an issue with removing the cartridge cap and battery cap from the pump. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.